Event description:
A surgeon reports that during examination of a patient one day following intraocular lens (iol) implant surgery, she observed the haptic had dislocated into the anterior chamber. The haptic appeared to be caught between the rim of the lens and the fringe of the rhexis. The lens optic remained well seated in the bag. The iol was successfully repositioned and the haptic placed back in the bag with no complications. The surgeon reports the patient has an excellent prognosis.